Manufacturer narrative:
(B)(4).

Event description:
Additional information indicated the two leads moving and the paddle lead were not related to the first lead migration and replacement. Refer to manufacturer report # 3004209178-2014-15695 for information related to the leads moving and replacement with paddle lead in (B)(6).

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
Additional information reported since the patient got the implant that stimulation was not quite where they needed it. It was determined that the leads were moving. The patient had a lead revision in march however that did not resolve the issue so they received a paddle lead in (B)(6).

Event description:
It was reported a patient experienced a loss of stimulation of lower back and legs. The patient had a new abdominal stimulation in the second week of (B)(6) 2014. Reprogramming, x-rays, an MRI, and a CT scan were done as diagnostics. An x-ray confirmed that lead 1 had migrated to t7. As a result, the lead was explanted and replaced on (B)(6) 2014. The issue was resolved without sequela.